Event description:
It was reported that approx four and a half months post vascular stent implant in the distal sfa, the pt presented with claudication. Imaging demonstrated that the stent had fractured, and a stent graft was implanted within the fractured stent. Final angiography demonstrated suitable patency of the treatment site. No pt injury reported.

Manufacturer narrative:
The lot number for the device is unk, therefore, the device history records could not be reviewed. The device remains implanted; therefore, a sample evaluation could not be performed. The investigation is currently underway.